Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es cubie drawers 5.1 and 5.2 were not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 and 5.2 was not detected on bus. A field service engineer (fse) identified delays impacting patient care workflow due to main drawer 6.1 being off the bus and showing open, replaced the drawer 6.1 controller board and open/close sensor, and successfully tested the functionality in hardware test application. The system functioned as intended after the field service engineer repaired the device.